Event description:
It was reported to philips that the system did not start and stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was completed by using another system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not start and stuck at 00:00. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and replaced the flexvision pc, but issue persists. On further troubleshooting, fse found that 24v power supply in m-cabinet broken. To resolve the issue, the fse replaced 24v power supply. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.